Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image was displayed because communication failure occurred due to faulty cable. As to the cause of the faulty cable, it is likely that it became defective due to leak from the cable. Regarding the faulty cable, the phenomenon might be prevented by following the description within the instructions for use: "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during an unknown procedure, the image with the camera head was faulty when the cable was moved. Subsequently, the intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, externally, the device was in a worn condition, the device failed water leakage test due to leaking cable, when the subject device was connected to a processor, it had no image due to faulty camera cable. It was also noted, when a known working camera cable was fitted, the camera passed all tests. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.